Event description:
Impella cp was inserted via right femoral access in a 45-year-old female patient presenting with acute myocardial infarction (ami) and cardiogenic shock (cgs). The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was scai shock stage e and the patient was reported to have ventilatory support and multiple inotropes and vasopressors. Impella cp support and concomitant veno-arterial extracorporeal membrane oxygenation (va-ECMO) were initiated the same day. Approximately 24 hours after impella insertion, distal limb ischemia was noted in the impella-supported extremity. The decision was made to wean and remove the impella cp device while maintaining va-ECMO support. The patient tolerated weaning without complication and the device was successfully explanted the same day. Prior to explant, the impella cp was operating at performance level p-1 with flows of 1.1 l/min. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate, with purge flow of 16.7 ml/hr, purge pressure of 400 mmhg, and motor current mean of 199, all consistent with expected device performance at this support level. The patient survived to explant; however, remained on va-ECMO due to underlying critical illness. Mild tissue damage of the right lower extremity was reported. The impella cp functioned as intended with no evidence of device malfunction. The reported distal limb ischemia and tissue injury are most consistent with an access-related complication in the setting of large-bore arterial access, vasopressor use, and severe underlying cardiogenic shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.